Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was also reported that the numbers on the insulin pump scroll up with out any input from the customer, while attempting to deliver a bolus. Customer's blood glucose level at the time 210 mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Insulin pump received with intermittent up button response, due to corroded keypad trace. No ramping numbers on their won or scrolling bar moving anomaly noted. Insulin pump received with minor scratches on display window, cracked case on display window corners, cracked reservoir tube lip and cracked battery tube threads.